Event description:
A nurse (rn) contacted baxter's technical service center to request assistance on the home choice (hc) machine. The rn reported the home patient (hp) was connected to the hc and during the dwell cycle, the hc alarmed with system error (se) 2240. The technical service representative (tsr) had the rn cycle power and se 2367 alarmed. The tsr had the rn cycle power on the hc again to press go to start. The tsr instructed the rn to disconnect the hp and remove the cassette from the hc to discard the supplies. The tsr reviewed proper procedures per the user manual. The rn would start over with new supplies. On (B)(6) 2010 product surveillance contacted the home patient's nurse regarding the reported problem. The nurse stated that the home patient was in training and using a machine they use for training. There were no adverse events and the patient is doing fine.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause was not determined. A batch review was not performed because the lot number was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.